Event description:
During service at baxter, a technician discovered the stop key on the channel a pumphead module keypad does not work. The event occurred during product evaluation. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was the channel a pumphead module keypad flex cable was cracked from bending. The device will be sent back to service for repair prior to being sent back to the customer.